Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number.   The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following implantation of an intraocular lens (iol) the patient experienced blurry vision. The lens was exchanged for a different lens within 1 month after initial implantation. The clinical reason for the explant was subjective visual disturbance/wrong lens power chosen. Additional information was requested and at this point, no further information received/available.